Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower than the initial result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they performed a preventive maintenance after a discordant result was obtained. Upon ccc's instruction, the customer performed precision testing on two different patient samples, which were acceptable. The customer stated that there were micro clots in the patient sample. The customer ran quality controls, which were within acceptable ranges. The customer also ran the precision test on calibrators, which were acceptable. The ccc reviewed the instrument data and indicated there was no instrument malfunction. The cause of a discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.